Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer blood glucose was 450 mg/dl. The customer was using the insulin pump within 48 hours of the reported event. The customer confirmed that the auto mode feature was not active at the time of the incident. The customer was assisted with troubleshooting and advised to change the insulin, reservoir, and infusion set. No further patient complications were reported. The insulin pump will not be returned for analysis.